Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead helix extended and retracted at the initial position. Upon attempting placement at a second position, the helix would not extend, and the physician elected to use the lead to advance a guidewire through the insulation in order to maintain access for a new lead insertion. Therefore, damage to the lead insulation is present, made purposefully by the physician, and is unrelated to the lead helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification for the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.